Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 240mg/dl. They did not feel well and were sweating. Family member called the paramedics. When the emt's arrived, they checked their glucose and the level was 40mg/dl. Pt was taken to the ER and given an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.